Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the proximal left arterior descending (lad) and was mildly calcified with 99% stenosis. The voyager balloon ruptured at 6 atm when inflated for the first time. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the balloon catheter was returned with blood in the guide wire lumen. There was moisture in the inflation lumen and the balloon. The balloon was loosely folded and the distal end was bunched and wrinkled. There was a longitudinal rupture, 6 mm in length, where the balloon was wrinkled and folded. There were no scratches visible. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.